Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The patients pocket site was located at the waistline. The physician relocated the ipg and the patient is doing well.